Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6), 2007. According to the complainant, post-procedure, the patient experienced complications (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.